Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer received a "no active sensor" message on the same day the freestyle libre sensor was applied and as a result of being unable to test, the customer experienced a loss of consciousness. Customer self-treated with food and insulin and was also treated with the same by her caregiver. No further treatment was reported. There was no report of death or permanent injury associated with this event.